Manufacturer narrative:
Extended self-testing (est), short self-testing (sst) and performance verification testing were successfully run by the user facility. The device was not returned for eval. Should add'l info become available, as a supplemental report will be submitted. (B)(4).

Event description:
A report was received from the USA that the device alarmed during pt use. The patient was removed from the device. No add'l info was provided.